Manufacturer narrative:
Complaint statement (B)(4) : no samples were received for evaluation. Received customer pictures. A review of the production documents did not show any deviation related to the alleged malfunction. The cause of the event cannot be determined.

Event description:
Customer advised one of their outside labs is reporting to them that they are receiving tubes with an insufficient amount of blood in them for testing. Customer states they have no reported complaints in their system, and it is suspected this is a staff performance issue. Customer advises they were asked to reach out to greiner, as part of their investigation, to ask if we are receiving any complaints related to loss of vacuum in the tubes.